Manufacturer narrative:
The valve has been returned with its tank pre-connected, cleaned, dry and set to position 4 (150 mmh2o). The whole unit is relatively clean, although there is a burn mark on the valve inlet connector and a puncture mark on the tank. In addition, the valve contains liquid inside the body. The control performed by our quality department showed no abnormal resistance to air or liquid flow, except for a low resistance during the first passage. The ball upstream of the inlet connector therefore appeared to be glued to it. The programming control did not reveal any difficulties in adjusting the valve to its different positions. It was demonstrated that there was a leak on the tank due to the puncture mark on the dome. This can be explained by the puncture with the 25g needle during explantation. The pressure measurements performed on the valve are generally not in accordance with its specifications: the pressures in position 1 and 2 are in accordance with their specification. The pressures in positions 3, 4 and 5 are higher than expected. The pressure in position 4, the position in which the valve was turned over, is slightly higher than the maximum value (about 5%), which is not sufficient to justify the observed hypodrainage. The valve has been disassembled and the "sticking" of the ball on the inlet connector has been confirmed. This could be due to a very slightly too large depression in the connector. The conformity of the valve during production was confirmed by the review of the batch file. The analysis carried out by our quality department confirms a mechanical problem in the valve, which could not be detected during the production tests and had to be expressed after a few months of use in physiological conditions. The link with the clinical observations is difficult to establish, but this is the conclusion we are taking from this analysis. The tank leak seems to be unrelated to the observed problem.

Event description:
Lack of clinical and radiological improvement after implantation of a valve for normal pressure hydrocephalus. The infusion test shows a non-functional valve, without any obstruction of the ventricular catheter. Surgical resumption for revision on (B)(6) 2020 : disconnection of the atrial catheter to the valve. There is no csf flow. The injection of 5 ml saline into the atrial catheter, without resistance, suggests a functional catheter. The catheter is preserved by a luer tip. Puncture of the antechamber of the valve with a 25g needle: csf is aspirated without difficulty. The valve is not the site of macroscopic abnormal deposits. Aspiration with a 10 cc syringe at the distal end of the valve: no drops of liquid are collected. The valve body appears to be the seat of the malfunction. The valve is removed and replaced by another spva 2010.

Manufacturer narrative:
Pending device analysis. A follow up will be send when analysis is done.

Event description:
Lack of clinical and radiological improvement after implantation of a valve for normal pressure hydrocephalus. The infusion test shows a non-functional valve, without any obstruction of the ventricular catheter. Surgical resumption for revision on (B)(6) 2020 : disconnection of the atrial catheter to the valve. There is no csf flow. The injection of 5 ml saline into the atrial catheter, without resistance, suggests a functional catheter. The catheter is preserved by a luer tip. Puncture of the antechamber of the valve with a 25g needle: csf is aspirated without difficulty. The valve is not the site of macroscopic abnormal deposits. Aspiration with a 10 cc syringe at the distal end of the valve: no drops of liquid are collected. The valve body appears to be the seat of the malfunction. The valve is removed and replaced by another spva 2010.